Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's son reported to me that his mother had primary triathlon total knee about 1 year ago. She has had pain and range of motion issues. Also, on at least 2 occasions, the patients knee has locked up. Her primary surgeon is scheduling a revision (date unknown as yet).